Event description:
The customer reported the system shut down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The smart power switch circuit board was replaced. The system was then found to operating as intended.